Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a dental needle. The customer reports that the needle broke away from the hub and became lodged in the patient's jaw. The patient was reportedly sent to an oral surgeon to have the needle removed. The customer was asked for details surrounding the event, but would not provide any further info other than to confirm that the patient has recovered.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.